Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that a bridge bolus was performed incorrectly. The concentration of the new drug, fentanyl, was incorrectly listed at 100 mcg/ml instead of the actual 50 mcg/ml. It was indicated that there was no therapy or medical problem; the pump had been updated with the incorrect information less than 15 minutes earlier. The healthcare provider was advised to cancel the bridge bolus in progress, program the pump back to the original settings, update the pump, and then program the new drug information with the correct bridge bolus information. At the time of the report, the patient was in another room, so the reporting healthcare provider was unable to make programming changes at the time. The device system was being used to deliver fentanyl, hydromorphone, clonidine, and bupivacaine. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.